Event description:
Patient had lumbar peritoneal shunt placement, removal of external ventricular catheter. Surgeon noted shunt valve was malfunctioning. Patient brought back to or to have valve replaced on the same day.